Event description:
The reporter stated that the surgeon attempted to insert a cq2015 three piece collamer lens and the lens jammed in the cartridge. No pt injury. Additional info has been requested from the user facility, but none has been forthcoming. If additional info is received a supplemental medwatch shall be sent.

Manufacturer narrative:
(B)(4). Eval results: visual inspection of the returned product showed that one lens haptic along with part of the lens optic were torn off and missing. Clear surgical residue/debris on the product. Conclusion: (no conclusion can be drawn): based on the complaint history and eval of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for eval. (B)(4).